Event description:
No additional event information was received.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). This medwatch is being filed to relay additional information. The device history record and previous repair record for zimmer skin graft mesher serial number: (B)(6) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation and repair. On 28 june 2019, it was reported that the tines on the mesher were damaged. The customer returned a zimmer skin graft mesher serial number: (B)(6) for evaluation. Evaluation of the device on 17 july 2019 noted that there was a bent comb on the device and that the roller and roller gear had some visible damage. The pretest calibration check and test cut could not be performed due to the bent comb. Repair of the mesher occurred the same day and involved replacing the comb, roller, and roller gear. The technician then recalibrated the device and verified that it was functioning as intended. The mesher was then returned to the customer without further incident. The device was tested, inspected, and repaired. Reference number: (B)(4) on 28 june 2019. While the service technician found that the comb and the prongs on the comb were bent, it cannot be determined from the information provided as to what caused the comb to become bent. Therefore, the root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended per complaint trending procedure for any adverse trends that may warrant further action.

Manufacturer narrative:
(B)(4). The device has been returned for evaluation and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It was reported that the device tines got bent. The event occurred during surgery. There was no harm, and a 15 minute delay give or take, of which the patient was under anesthesia. No adverse events were reported as a result of this malfunction.